Manufacturer narrative:
Brake drive links.

Event description:
It was reported by service report that the brakes are not holding. It is unk if there was pt involvement, however, no adverse consequences are reported.